Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, h3 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be determined. However, based on the investigation findings, it is likely that the customer may have used high-energy endo therapy accessory without insufficient distance from tip of the device. The event can be <<detected/prevented>> by following the IFU operation manual '3.3 inspection of the endoscope, 4.3 using endo therapy accessories'. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a c-cover (plastic distal end cover) burnt. There were no reports of patient harm.